Event description:
It was reported that at the start of the first ablation a paroxysmal afib procedure in the left atrium, at the left superior pulmonary vein/roof junction, the physician noticed that the catheter "jumped" forward at the point of contact. It was noted the catheter moved outside the mapped volume shortly after rf was applied. The ablation parameter setting was 30 watts, irrigation rate of 15 ml/min, event occurred within first few seconds of ablation. Using ice and transthoracic echo the physician confirmed pericardial effusion secondary to the cardiac perforation. The procedure was immediately aborted, heparin reversing agent (protamine) was given and was supported with fluids for decreasing blood pressure. Also used during the procedure was a non-bwi sheath (sjm sro transeptal sheath).

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Webster auto ID cs catheter (device was discarded by the customer/ not returned for investigation): model #: d-1353-04-s, lot #.: unknown. C3 nav variable lasso catheter (device was discarded by the customer/ not returned for investigation): model #: d-1290-01-s, lot #.: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The physician advised that they did not feel this was caused by deficiency of any bwi products, rather was just a complication of the case. The customer declined system service. (B)(4).